Event description:
The information below was obtained during vidacare's post market surveillance process in the following (B)(4) literature: letters to the editor / annals french anesthesia and intensive care 30 (2011) 86-93. A (B)(6) year old obese burn patient inserted with vidacare ez-io 15g 25mm long needle set in the right tibia. First attempt failed and a second attempt in the same leg was successful. Ten hours after insertion and delivery of 4500ml of fluids the foot of the patient appeared to have acute ischemia, cyanosis, coldness and no tibial peripheral pulse on either the posterior or dorsal side of the leg. Leg showed an increase in diameter and additional edema consistent with compartment syndrome. Emergency fasciotomy was performed and no further complications were noted.

Manufacturer narrative:
From the description of the event the user may have inadvertently penetrated the cortex of the bone with an initial attempt at placing an io in the tibia. A second attempt in the same bone was successful and a large volume of fluid was infused. Fluid may have escaped from the damage created by the initial attempt causing extravasation and subsequently compartment syndrome. Our lab research indicates even a small scratch or damage to the cortex of a bone can result in extravasation of fluids being infused in the same bone especially when large volumes are being infused. The product IFU warns against attempting to insert two io needles in the same bone.